Event description:
Report of explant of device system due to "infection pt outcome: still treating infection expect full recovery" rec'd per annual device tracking report. F/u with hcp revealed infection onset was 2/2001 with redness, swelling, incisional wound opening and oozing of pus. The primary location of the infection was the device pocket. Culture of the device pocket revealed moderate white blood cells and heavy staphylococcus aureus. The blood culture revealed coagulase - negative staphylococci (suspected contamination). The pt treatment included device system explant and IV and oral antibiotics. The infection has resolved.